Manufacturer narrative:
The device was used in off label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use IFU valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement thv. According to the literature review valve migration results when forces acting on the transcatheter heart valve thv overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less than severe and non uniformly distributed calcification of the leaflets incorrect bioprosthetic valve sizing and incomplete frame expansion can contribute to valve migration. Additionally residual overhanging leaflets can exert downwards force during diastole causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre procedure assessment of the native valve and root taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve thv. Training includes patient screening device preparation approach deployment imaging procedure specific training manuals and proctored procedures. The correct sizing alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient procedural factors native mitral position caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly and any excursions above the control limits are assessed and documented as part of this monthly review. As such neither a product risk assessment nor corrective or preventative actions are required at this time.

Event description:
As reported from an edward lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve in the native mitral position, approximately 10 days post implantation of the valve a second 29mm sapien 3 ultra resilia valve was placed inside the first due to atrial migration.